Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion test, prime test and displacement test. The insulin pump was received stuck on a motor error alarm that occurred during a bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No motor position encoder error alarm could be verified due to an erased history file. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube.

Event description:
Customer reported a motor error alarm which occurred during priming the insulin pump. The blood glucose reading was 131 mg/dl. The insulin pump had not been dropped or exposed to a strong magnetic field or MRI. Customer stated that he was able to rewind the insulin pump. Nothing further was reported.